Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: bridge to transplantation with long-term mechanical assist devices in adults with transposition of the great arteries. Artificial organs, 2018 aug 21. Doi: 10.1111/aor.13347. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed vads for left ventricular support in adults. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. One patient¿s post-operative course was complicated by the development of recurrent pump thromboses, requiring two pump exchange surgeries and increased anticoagulation therapy. The patient later died from complications of recurrent pump thromboses, which included development of multiple organ failure secondary to cardiogenic shock. The status/location of the vads is unknown.

Manufacturer narrative:
Product event summary: a pump with an unknown serial number was not returned for evaluation. Log file analysis could not be performed since log files were not available for analysis. The reported event could not be confirmed due to insufficient information. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.